Manufacturer narrative:
Analysis of the log files from the AED showed that the AED is functioning as designed. On (B)(6) 2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
During troubleshooting of a device with a customer for an unrelated service code, it was observed that the AED began reporting "replace battery pack now". This did not occur during patient use.